Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s entire ins system was removed because it was not working for them and that their bladder system had gotten worse. There were no further complications reported or anticipated.